Event description:
It was reported to philips that the system failed to boot up, it was stuck in a boot loop. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Log files were analyzed, but no evidence of a boot-up issue was identified; therefore, it was not possible to confirm the problem reported by the customer. A philips field service engineer (fse) inspected the system on-site and identified a possible issue with the system's geometry pc, which was replaced. After replacement, the system was returned to use in good working order. The geometry pc was further analyzed, and failure analysis identified a bios battery issue. The reported issue is related to medical device correction z-0005-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.